Event description:
Dizziness headaches and difficulty breathing due to prolonged mask wearing. Migraines becoming more and more common. After 1 year of required use my lungs burn and it's getting more severe. FDA safety report ID # (B)(4).